Event description:
It was reported that no readings, sensor error or brief sensor issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient no readings from her dexcom for at least 4 hours. The event occurred 2 days after the sensor was inserted in the abdomen. The patient uses insulet omnipod5 in hybrid closed loop. She did not know her readings during that time and she passed out. She was brought to the hospital and her bg was taken by a nurse and it was 51 mg/dl. The reversal of hypoglycemia was unremembered. A CT scan was done and no additional injury was sustained. The patient was still in the hospital for observation during the call. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.